Manufacturer narrative:
(B)(4): failure to follow steps,(B)(4): the device was received. Investigation is not complete.

Event description:
Device issue: failure to deploy - thumb advancer. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during thumb advancer deployment, approximately two inches from completion, tension began to increase. The safety release was activated to collapse the locator wings, the locator wings were deployed a second time, and an attempt was made to complete exchange sheath splitting, but was unsuccessful. The safety release was activated a second time, which retracted the locator wings releasing the device from the patient anatomy. Manual compression was applied for fifteen minutes to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.